Event description:
It was reported by service report that the brake wasn't holding properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake actuator, broke caster.